Event description:
It was reported there was a catheter revision. The patient was experiencing symptoms of pain, and the healthcare provider (hcp) performed a rotor and dye study which was found to be normal. The hcp decided to do a pump system revision to troubleshoot the pump/catheter. Upon revision, the catheter sutureless connector piece was found to be detached. The hcp re-attached the catheter and then entire catheter proved to be patent. The patient required hospitalization due to the event. Patient status as of the date of report was "alive - no injury/no adverse event". The medication in the pump was infumorph. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8835 serial# (B)(4), product type programmer, patient product ID, 8709sc lot# h816724201, implanted: 2012 (B)(6), product type catheter. (B)(4).